Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The shifter continues to close causes legs to put in a too narrow position. Stability was lessened on the left side.

Manufacturer narrative:
Additional/updated information was added to reflect the lift base being returned to the manufacturer for evaluation. The result of the evaluation was that the slots in the legs and the holes in the base plates were worn creating slop in the base, which confirmed the original complaint issue. The underlying cause was identified as heavy usage of the spreader/camlock assembly. There was no malfunction of the device, there is no allegation of a serious injury or death, and the malfunction reported is not likely to cause a serious injury or death; therefore, this is no longer an FDA reportable event. Fields were updated accordingly.

Event description:
The shifter continues to close causes legs to put in a too narrow position. Stability was lessened on the left side.